Event description:
It was reported that the leads were connected to the device and made sure that it had good connection and in range measurements but got 60 cycle noise on both channels. The device was shaken, and it went away, and the device was put in the pocket but it not seeing now. Boston scientific technical services (ts) discussed that noise on both channels sounds like electromagnetic interference from environment. Additional information indicated that predischarge check showed all device measurements are within normal limits. This lead remains in service. Additional information indicated that this device was explanted due to lead dislodgement. A new lead was implanted. No additional adverse patient effects were reported.